Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 950 mg/dl. The customer stated that she was also vomiting. The customer felt that the insulin pump was working properly, but was concerned because she had bent cannulas and the insulin pump did not give her a no delivery alarm. The customer was advised of how the no delivery alarm works. The customer declined further troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.